Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the firefly endoscope and completed failure analysis. The reported issue with the endoscope was replicated and confirmed. The firefly endoscope was found to have endoscope shaft mechanical damage approximately 75mm from the distal tip. The shaft damage encompassed the circumference of the shaft, limiting the endoscopes imprecise range of motion. A visual inspection for shaft damage such as bends, dents, or deep scratches was performed and failed. The endoscope mechanical shaft damage was inspected with the naked eye and likely caused a dislodged disc. The endoscope was placed on the in-house electronic diagnosis tool (edt) tester and passed. The qap (quality assurance procedure) was performed and failed the functional test for imprecise motion. Focus test, endoscope recognition stereo calibration, firefly and color recognition testing passed. The range of motion for joggle and wrist was tested pointing at the in-house target and moving to all 4 corners of the joggle pitch and yaw range of motion and failed. The endoscope failed to move into the cobra position when operating the surgeon console. The joggle and wrist did not have full range of motion likely due to the endoscope mechanical shaft damage and dislodged disc. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that the firefly endoscope had articulation control failure. There was no report of patient involvement.